Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, via nbir right side. Reoperation reasons noted, as the following event(s): capsular contracture, baker grade IV, device migration/implant malposition. Device explanted.